Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms on the system controller (serial number: (B)(6)) was confirmed via log file analysis. The submitted log files contained relevant data from the reported event dates of 01sep2025 ¿ 02sep2025. Several times throughout the log file, the data reviewed showed both power cables being disconnected from external power at the same time, activating a no external power alarm. The alarms resolved when the controller was reconnected to external power. These sequences of events are consistent with dual disconnect of the power leads due to user error. In addition, on 01sep2025, a no external power alarm activated due to the connected 14v li-ion battery completely depleting while the other power cable was disconnected from external power. There was no interruption to pump function due to the losses of external power. The system controller was not returned for analysis. Provided information indicated that the patient intentionally disconnected their controller from external power. The root cause of the reported event was determined to be user error. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Section 3 of the patient handbook and the IFU, ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was placed on their current system controller on (B)(6) 2025. On (B)(6) 2025, the log files captured no external power and multiple other associated alarm types. The alarms occurred due to simultaneous power lead disconnects while switching power sources. The log file also captured driveline disconnects on (B)(6) 2025 and (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that per the patient's mother; the patient was taking xanax (alprazolam) inpatient and heard a loud thud sound. When checked, the patient had fallen and hit their head on desk in the room. The patient reported taking xanax (alprazolam), codeine, and smoking large amounts of marijuana. The patient also stated to have drunk 1/4th bottle of tequila the night prior to admission. The patient said that they were "ready to die and tired of living". Per the patient's mother the patient started using substances as soon as they were discharged. The patient was admitted by psychiatric unit with emergency detention order (edo) due to concern for self-harm initiated in emergency department.